Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a routine follow-up, high pacing lead impedance was observed. The lead will continue to be monitored. The patient was stable.

Event description:
New information received notes that the rv lead was capped and replaced on (B)(6) 2019 due to high impedance and loss of capture. The patient was stable.

Event description:
New information received notes that the rv lead was dislodged.

Manufacturer narrative:
The reported events of high pacing impedance and no capture were confirmed. A partial lead was returned for analysis. Only the connector portion of the lead was returned in one piece for analysis. A helix mechanism test was unable to be performed due to the as received condition of the lead. X-ray analysis found the inner coil fractured/damaged [at 21.2 cm from the connector pin], distal to the suture sleeve tie impression [20.4 cm from the connector pin]. A scanning electron microscope evaluation verified that all four filars of the inner coil were fractured. The cause of the reported events of high pacing impedance and no capture was isolated to the fractured coil.